Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. On an unreported date, the patient began treatment with fortum (1 gram daily, route and duration not reported) and vancomycin (1 gram in five days, route and duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Dianeal 2.5% pd2 therapy was ongoing. The action taken with dianeal 1.5% pd4 therapy was not reported. No additional information is available.